Event description:
Report received form the USA stating that the device made a "high pitched noise when running." The device was being used during a "mastoidectomy." There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).